Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump motor sound is different than in past. The patient stated that when bolus is being delivered they would hear the first portion of the bolus being delivered. However, the pump continues to countdown but not hear the motor delivering remaining bolus. The patient stated that they changed batteries to see if that would make a difference but states it does not. The patient reported that their blood glucose was 22.0 mmol/l to 27.0 mmol/l with mild nausea and excessive tiredness. This report is being made due to bg excursion the patient experienced due to an alleged motor noise issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: the daily insulin delivery totals appear inconsistent due to time/date issue. No alarms related to pi observed in the black box or download history. A rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. A flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.